Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the burr broke the rotawire. A 1.75mm rotalink burr and a rotawire were selected for use. During procedure, an exchange for a 1.75mm burr was ordered after using a 1.5mm burr; everything was going well. However, it was noted that the 1.75mm burr broke the rotawire extra support when tested outside the patient's body. The devices were then removed and another burr of the same size were placed and completed the procedure. No patient complications were reported and patient's status was stable.

Event description:
It was reported that the burr broke the rotawire. A 1.75mm rotalink burr and a rotawire were selected for use. During procedure, an exchange for a 1.75mm burr was ordered after using a 1.5mm burr; everything was going well. However, it was noted that the 1.75mm burr broke the rotawire extrasupport when tested outside the patient's body. The devices were then removed and another burr of the same size were placed and completed the procedure. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event- 18 years or older. Device eval by manufacturer: returned product consisted of a rotalink burr catheter with the proximal portion of the returned wire inside. The coil, sheath, handshake connection, burr, and annulus were microscopically and visually examined. The portion of the returned wire was removed proximally from the burr. The burr was received with dried saline in the annulus, so the burr was soaked in hot water for a short time to remove the saline. A test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.